Event description:
Vns programming history was obtained and reviewed by the manufacturer. A faulted systems diagnostics test occurred on (B)(6) 2011, which changed the settings to 1/20/500/60/1/500/30. A final interrogation to verify settings was not performed. The settings were not corrected until (B)(6) 2012.

Event description:
Reporter indicated that when she was at an office visit on (B)(6) 2012, the vns was interrogated and found to be set to 60 minutes off time. Additionally, the reporter had sensed stronger and more erratic vns stimulation for the past several weeks. The vns off time was corrected to 3 minutes at the office visit. Clinic notes were received to the manufacturer indicating that on (B)(6) 2012, the vns settings were interrogated and were 1ma/20hz/500pulsewidth/30 sec on/60 min off. At the previous office visit on (B)(6) 2011, systems diagnostics were performed which were ok. It is suspected this systems diagnostics test may have faulted and changed the settings. Attempts for further information from the treating physician and vns programming history are in progress.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of programming history.